Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second clip slipped out of jaws of the device. Subsequent firings would not close properly. Another like device was used to complete the procedure. There was no patient consequence.